Event description:
A surgeon reported a patient experienced a corneal issue or possible burn during cataract surgery. The surgeon indicated it was staff related because upon changing the saline bag, the femtosecond laser was used at the same time. Additional information was received from a nurse manager confirming a corneal burn was experienced and sutures were used at the end of the procedure. It is unknown which system and phaco handpiece was used during the event. She could not provide any further details other than the surgeon said the patient looked better the next day. The nurse manager stated the femtosecond laser did not have anything to do with the corneal burn. Additional information was received via a questionnaire. The surgeon indicated it is unknown what caused or contributed to the event. She indicated the motor was changed in their system afterwards. The patient is noted to have postoperative astigmatism, but will be reevaluated after the stitch is removed.

Manufacturer narrative:
A service visit was performed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).